Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported unspecified bd" alaris pump infusion set had a hole in the tubing causing leakage. The following information was provided by the initial reporter: "priming chemotherapy through alaris pump infusion set (low sorb 3 port, and there was a small hole in the tubing, so chemotherapy dripped through while priming. (Approximately 5ml into chemotherapy pad."

Event description:
It was reported unspecified bd¿ alaris pump infusion set had a hole in the tubing causing leakage. The following information was provided by the initial reporter: "priming chemotherapy through alaris pump infusion set (low sorb 3 port, and there was a small hole in the tubing, so chemotherapy dripped through while priming. (Approximately 5ml into chemotherapy pad."

Manufacturer narrative:
H.6. Investigation: a complaint of a small hole being found in the tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.